Manufacturer narrative:
After exchanging the esm board pn msp161658 the device got ok. The testsoftwares were performed and the device was sent to the customer. Problem solved. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the hamilton-c1 sn 31455 installation the battery was showing 0%. The esm board pm msp161658 had to be exchanged. No patient involvement as it occurred during installation.